Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that smart site would not flush. The following information was provided by the initial reporter: material no: 20039e batch no: unknown. It was reported some of the 20039e would not flush for priming. Customer (B)(6) 2020: some of them will not flush through when being primed for IV starts. Several are being wasted due to the defective item. All items have the same lot number both working and non-working.

Manufacturer narrative:
A complaint of product not being able to flush was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that smart site would not flush. The following information was provided by the initial reporter: material no: 20039e batch no: unknown it was reported some of the 20039e would not flush for priming. Customer 09 sept 2020: some of them will not flush through when being primed for IV starts. Several are being wasted due to the defective item. All items have the same lot number both working and non-working.